Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported by the patient that 1 infusion set leakage event happened after using it for 2-3 days. No further information was available.

Manufacturer narrative:
E1; patient city; (B)(6).